Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017- 00457 and 0002648920-2017-00458. Date of birth: 1955. Medical products - psn tib stm 5 deg sz g l catalog # 42532007901, lot # 63148751 and psn asf cr 13mm ply l 7-12 gh catalog # 42511000613, lot # 62747290. Report source - (B)(6) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient has experienced premature loosening of the tibial component and deep vein thrombosis approximately ten months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
Upon further complaint review, this product was found to be non contributing to the reason for the patient's revision.